Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving the error 1 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.